Event description:
It was reported that customer experienced continuous glucose monitor error and was unable to continue sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, and successfully restarted sensor session, and no further cgm error occurred; no additional information was received regarding the outcome of the event.